Event description:
The event is reported as: "alleged issue: device broke at the jaw box during a fracture repair. No pt injury or medical intervention. Has had product for many years." No pt injury reported, and no report of any retained portion of device in pt. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.